Event description:
It was reported that the patient presented in clinic with their right ventricular lead exhibiting loss of capture and sensing. It was found that the lead was dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Final analysis did not find any anomalies with the exception of procedural damage.